Event description:
It was reported that when the stylet and protective sheath were removed from the 3.5x23 mm xience xpedition stent delivery system balloon, this was done aggressively which resulted in the stent dislodging from the balloon inside the protective sheath. The device was not used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - sheath removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another.